Event description:
Boston scientific received information that the patient with this endovascular right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) experienced multiple shocking episodes and was not happy with her device. The patient's daughter called in to technical services (ts) stating that her (now deceased) mother's crt-d 'did not work' and 'malfunctioned', leading to several shocks. The patient's daughter also stated that there was an infection near her mother's leads, and that the physician 'wouldn't do anything about it.' Per the daughter, the crt-d was replaced with a competitive device, which the patient's daughter also stated was malfunctioning. Ts discussed contacting the competitive manufacturer, and explained that re-using implanted leads was a common practice. The patient's daughter was not happy that her mother's guidant leads had been re-used. Additional information was received from a patient advocate that the previous guidant device had experienced early battery depletion, however the patient had tolerated this device well. In the same conversation the advocate reported the patient expired 16 months following a device replacement procedure (to a competitor device). It was reported that the competitor device did not seem to work properly along with a lead that was not capturing (lead not specified). Post revision procedure it was reported that the patient suffered from a large hematoma near the pocket. The patient advocate suspected the hematoma was near where the adapter for the lv lead was located and noted the physician and competitor field representative took an extra 30 minutes during the replacement procedure to utilize the lv lead adapter (model not specified). More information was received via a call to ts that the competitor device was removed and the patient subsequently expired a few days later from sudden cardiac death.

Manufacturer narrative:
An attempt was made to obtain additional information from the field, but the field representative following this patient at the time of occurence is no longer employed with boston scientific, and unable to provide any additional information. The crt-d and rv lead are now out of service due to patient death. Subsequently, the patient's daughter contacted technical services again to request information on what products her mother had implanted, and when. She asked what the reasons would be why a defective device would be implanted. Technical services advised that sometimes during a competitive device replacement procedure, records may not be updated or complete. No additional information is available at this time. This event will be updated if any additional information becomes available.